Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Subsequently, the pump was unable to be charged. Customer reported blood glucose level was 101 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.